Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
Device malfunction was reported after the user fell and had a head trauma. Re-implantation took place on (B)(6) 2017.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction was reported after the user fell and had a head trauma. Re-implantation took place on (B)(6) 2017. The skin over the device was defect prior to removal. Healing of the wound will be confirmed.